Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, prior to use in the pt, the rocket was being backloaded onto a guide wire and tip separation occurred. Reportedly no pt injury was associated with this event.